Manufacturer narrative:
The technician found fluid ingress in the utv junction box. The technician replaced the utv junction box to repair the bed.

Event description:
Information received indicates the bed is sending a constant nurse call.